Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the leg longer than 48 hours, the site was painful, infected with pus coming out and the blood glucose (bg) levels rose up to 310 mg/dl. The patient visited the health care practitioner (hcp) who prescribed an ointment (rivanol) to be applied once a day, and antibiotics (cefaclor 125ml) to be taken 3 times a day in 5 ml doses. The pod was discarded.